Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
A provider reported that a patient received coolsculpting treatment and presented with possible pah.

Manufacturer narrative:
Additional information: a3, a4, a6, b5, d4, d10. H11 corrected data: d1, d3, g1, h6.

Event description:
Paradoxical adipose hyperplasia (ph) is confirmed in lower abdomen, submental area and flanks (posterior). Treatment dates occurred on (B)(6) 2021 using the coolsculpting system applicators.